Manufacturer narrative:
Samples were plasma and centrifuged for 4 minutes at 3000 rpm. Per the customer, when questioned, the customer indicated that ''not all of the phlebotomists properly invert the samples and knows this is an issue.'' Customer technical support (cts) provided sample handling information to the customer. Qc run prior to and after the event was recovering within range. A system check run on (B)(4) 2010 passed all specifications. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed preventative maintenance (pm) on the instrument. The fse also performed multiple hardware repairs and replacements. The fse ran qc, which all passed. The fse verified repair per established procedures. On (B)(4) 2010 cts followed up with the customer to determine instrument performance to date and instrument is performing acceptably. Hardware is the suspected root cause for this event. This reportable event was identified during a retrospective review of complaints for additional reportable events/occurrences. This reportable event is related to the previously submitted MDR 2122870-2010-00977.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic total beta - human chorionic gonadotropin (tbhcg) recovery on several patients generated by the unicel dxi 800 access immunoassay system. Results crossed clinical diagnostic reference ranges and were questioned by the physician when reported out of the laboratory. Results were rerun and corrected reports were submitted. Initially, the customer did not report any patient treatment impact. Per customer technical support (cts), upon follow-up with customer on (B)(6) 2010, customer did inquire about patient treatment changes, but received no response from physician to date.